Event description:
Reporter alleged the customer could not use the aviva system because of error messages. Reporter stated that the customer went to the hospital because of hyperglycemia and received unspecified treatment for diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
It was reported that the device presented with t-wave oversensing. It was noted that the r-waves and t-waves were the same amplitude and at times, the r-wave was smaller than the t-wave. Since reprogramming could not correct this situation, the lead was capped.